Manufacturer narrative:
The manufacturer previously reported in box b: adverse event or product problem as product problem which is updated in this follow-up report as adverse event due to pms decision, also outcomes attributed to ae is selected as other. In box h: device manufacturer, type of reported complaint is updated to serious injury. The health impact grid coding is updated accordingly.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has eye irritation, respiratory tract irritation, dizziness, headache and kidney disease/toxicity. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.